Event description:
When placing a k-wire for screw placement the tip of the k-wire broke off. The tip was removed by the doctor. The wire was used as a guide to pinpoint the entry for the screw placement during the spinal fusion surgery.